Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Typically, this failure is related to depleted batteries. This issue is currently being investigated.

Event description:
During service, the baxter repair technician found a failure code 570 in the event history. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.